Event description:
It was reported that the device was turned off a year and a half prior and just recently started turning on by itself. It happened while sitting or standing, at random times, about once or twice a week. The pt did not recall being around any emi sources. Further info is being requested from the hcp.

Manufacturer narrative:
Undesired stimulation.